Manufacturer narrative:
Report source: corporate strategic sourcing manager. Although requested, patient demographics not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing came apart at the smart-site when flushing with a 10 ml normal saline syringe. Although requested, no further information was received.

Manufacturer narrative:
The customer¿s report of tubing separated at the smartsite was confirmed. Visual inspection of the set noted that vinyl tubing was separated from the smartsite inlet port below the check valve. Examination under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and vinyl tubing measured to be within specification. The root cause of the customer¿s report was a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the tubing came apart at the smart-site when flushing with a 10 ml normal saline syringe. Although requested, no further information was received.